Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin. Loading doses of 81 mg of aspirin and 320 mg clopidogrel were given the day of the procedure. An isleeve introducer was placed and the aortic valve was treated with deployment of a 23 mm lotus edge valve. On the same day, post index procedure, electrocardiogram revealed the patient had developed lbbb. No action was taken to treat the lbbb. At the time of reporting, the event was considered resolving.